Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument passed the electrical continuity test. Visual inspection internal was performed and passed. Visual external inspection do not show conductor wire broken. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.